Event description:
I have been using insulin pen needles for about 6 yrs. I used the bd brand and they recently changed their needles to have a penta point on them. When I got my prescription refilled, I was given these new needles. When I pull the needle out, it is bent and a lot of my insulin is dripping off the needle. I am afraid one is going to break in me because, they are obviously very flimsy or they would not bend like that. I inject insulin numerous times a day and in 6 yrs have never had one needle bend like that before and I have had about 20 in this box so far. Dates of use: (B)(6) 2012. Reason for use: type 1 diabetic.